Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of metrorrhagia ('metrorrhagia') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), thyroid disorder ("dysthyroidism") and musculoskeletal pain ("scapulalgia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total ovary-sparing laparoscopic hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the metrorrhagia, adenomyosis, thyroid disorder, weight increased and musculoskeletal pain outcome was unknown. The reporter considered adenomyosis, metrorrhagia, musculoskeletal pain, thyroid disorder and weight increased to be related to essure. The reporter commented: essure is available at logipharma. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of metrorrhagia ('metrorrhagia') in a 52-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic asthma. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), thyroid disorder ("dysthyroidism"), arthralgia ("scapulalgia") and ovarian cyst ("right ovarian cyst") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total ovary-sparing laparoscopic hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the metrorrhagia, adenomyosis, thyroid disorder, weight increased, arthralgia and ovarian cyst outcome was unknown. The reporter provided no causality assessment for ovarian cyst with essure. The reporter considered adenomyosis, arthralgia, metrorrhagia, thyroid disorder and weight increased to be related to essure. The reporter commented: essure is available at healthcare facility. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2020: 1/ hysterectomy: presence of multiple foci of adenomyosis. Post-menopausal atrophic endometrium. No significant anomalies in the cervix. Slight macrophagic and resorptive changes in relation to the essure device in the fallopian tubes. 2/ right ovarian cyst: serous cystadenoma, with nothing to indicate malignancy. Sample received at quality unit? Yes. Date sample received: 10-26-2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of metrorrhagia ('metrorrhagia') in a 52-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic asthma. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), thyroid disorder ("dysthyroidism"), musculoskeletal pain ("scapulalgia") and ovarian cyst ("right ovarian cyst") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total ovary-sparing laparoscopic hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the metrorrhagia, adenomyosis, thyroid disorder, weight increased, musculoskeletal pain and ovarian cyst outcome was unknown. The reporter provided no causality assessment for ovarian cyst with essure. The reporter considered adenomyosis, metrorrhagia, musculoskeletal pain, thyroid disorder and weight increased to be related to essure. The reporter commented: essure is available at healthcare facility. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: 1/ hysterectomy: presence of multiple foci of adenomyosis. Post-menopausal atrophic endometrium. No significant anomalies in the cervix. Slight macrophagic and resorptive changes in relation to the essure device in the fallopian tubes. 2/ right ovarian cyst: serous cystadenoma, with nothing to indicate malignancy. Most recent follow-up information incorporated above includes: on 3-aug-2020: anatomic pathology report received. Event right ovarian cyst added. On 5-aug-2020: reference number added. On 10-aug-2020: medical history updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of metrorrhagia ('metrorrhagia') in a 52-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) -2011, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), thyroid disorder ("dysthyroidism"), musculoskeletal pain ("scapulalgia") and ovarian cyst ("right ovarian cyst") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total ovary-sparing laparoscopic hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the metrorrhagia, adenomyosis, thyroid disorder, weight increased, musculoskeletal pain and ovarian cyst outcome was unknown. The reporter provided no causality assessment for ovarian cyst with essure. The reporter considered adenomyosis, metrorrhagia, musculoskeletal pain, thyroid disorder and weight increased to be related to essure. The reporter commented: essure is available at logipharma. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: 1/ hysterectomy: presence of multiple foci of adenomyosis. Post-menopausal atrophic endometrium. No significant anomalies in the cervix. Slight macrophagic and resorptive changes in relation to the essure device in the fallopian tubes. 2/ right ovarian cyst: serous cystadenoma, with nothing to indicate malignancy. Most recent follow-up information incorporated above includes: on 3-aug-2020: anatomic pathology report received. Event right ovarian cyst added. On 5-aug-2020: reference number added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.